Manufacturer narrative:
A ge service rep performed an on site investigation. The kilovolts controller and automatic exposure printer circuit board were replaced. The system was then found to be operating as intended. This incident may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the systems' photo timer indicated an over exposure and a displayed communication error message. No report of pt injury.